Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found that the battery was not inserted into the ventilator slot properly. The se reinstalled the battery and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.